Event description:
It was reported by the patient's legal counsel that following a right ureteroscopy procedure, the basket broke, device fragments were left inside the patient, and the patient lost his kidney. A zero tip nitinol stone retrieval basket had been advanced to retrieve an unspecified kidney stone. At an unspecified time during the procedure, the basket broke with a portion of the device remaining in the patients ureter. The procedure was aborted. The patient transferred to another health care facility on an unspecified date. The patient has endured unspecified additional surgery and medical care. The patient has also endured the loss of his kidney on an unspecified date.

Manufacturer narrative:
Device analysis: the complainant indicated that the device would not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.